Event description:
During the implantation procedure, there were unacceptable threshold readings. Therefore, the lead was not implanted.

Manufacturer narrative:
The analysis on this device is pending.

Manufacturer narrative:
High threshold readings at implant.the analysis on this device is pending. (B) (4)

Event description:
During the implantation proceudre, there were unacceptable threshold readings. Therefore, the lead was not implanted.